Event description:
It was reported that customer experienced continuous glucose monitor error that displayed on pump. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, confirmed error did not recur, and advised customer to wait before starting new sensor session, which customer understood and followed.